Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's daughter that this pacemaker was not functioning properly prior to her mother's death six years ago. The daughter reported that the memory was fading and that the medical staff informed her that the pacemaker had stopped functioning. The patient had been admitted to the hospital one month prior to her death for infections and a failing bladder. The daughter stated that she did not know if it was related to the device. No allegations against the device functionality or that it caused or contributed to the patient's death has been previously reported. The device has not been returned to boston scientific and it is not expected to be returned. The patient's daughter requested the number for the (B)(4) as this device was listed as being part of the (B)(4).